Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A mayfield a 1059 skull clamp was involved in an incident that was described as follows; after the mayfield pins with the clamp were attached to the pt's scalp, 60 mm hg pressure was applied and the unit was locked. The pt was turned to the prone position on a jackson table and while securing it to the bed attachment, the pt's head slipped. The pt incurred a laceration approximately 1 cm behind the left ear. Medical intervention was required, however, the specific intervention was not provided. There was a surgical delay, but the amount of time involved is unk. Medical intervention was required, however, the specific intervention was not provided.